Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of three (3) years, one (1) month due to bioprosthetic mitral valve stenosis. As reported, this patient was in heart failure, on pressors, and was extremely high risk due to systemic pulmonary artery pressure. A 26mm transcatheter valve was successfully implanted with minimal gradient, post-operatively. The patient was returned to the coronary intensive care unit in critical condition.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.